Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the transfer set and titanium adapter. This occurred while the physician was connecting the transfer set to the titanium adapter. The connection issue was further described as the mating parts kept turning without getting properly engaged. The titanium adapter is still in use by the patient and no allegation was made against it. There was no patient injury or medical intervention associated with this event. No additional information is available.